Manufacturer narrative:
The patient was seen at the clinic and the device was programmed to vvi at a lower rate limit of 40 ppm. They will be sending in the patient for chest x-rays as she has multiple surgically abandoned leads that they may extract. Subsequently, it was determined the ra lead had fractured. The lead was explanted and successfully replaced along with the previously abandoned leads. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker went to the hospital emergency room for unknown reasons. Interrogation of the device revealed several anti-tachycardia response (atr) episodes recorded due to noise on the right atrial (ra) lead. It was also noted that the pacemaker performed a lead safety switch back in 2016 on the ra lead due to an out of range pacing impedance measurement. It was determined that the noise was due to the ra lead being in the unipolar configuration as a result of the switch. A review of the memory was unable to confirm the actual pacing impedance measurement that prompted the configuration change as it was over a year ago and no longer on the trend graph. Boston scientific technical services (ts) was contacted and the ts consultant discussed troubleshooting. No adverse patient effects were reported.